Event description:
It was reported that an incorrect scope was used. When the physician was attempting to remove the fiber, the glass tip broke off inside the patient. ¿no firing was done with the laser.¿ additional information wasn¿t reported. There was no injury to patient reported.